Manufacturer narrative:
(B)(4). Currently pending return for device evaluation. Device manufactured date: june 2008.

Event description:
The device is part of a recall population and was reported to have a faulty battery.